Event description:
Just after patient was intubated, anesthesia machine shut down and was not working. A new machine was brought into the room and exchanged while the patient was ventilated from an oxygen tank.